Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the pump's black box showed evidence of a voltage drop resulting in a replace battery alarm on (B)(6) 2016. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. A "battery life" issue was not duplicated during the investigation. The display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.